Manufacturer narrative:
(B)(4).

Event description:
The representative reports that the morning after implant the shock impedance was greater than 150 ohms when running a manual test multiple times. The patient was opened and the set screw appeared normal. Lead was removed and replaced and shock impedance is back in range.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.